Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that an unknown women's health product was removed due to complications.

Event description:
It was reported that an unknown women's health product was removed due to complications.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. . It is unknown whether the device had met relevant specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. A potential root cause could not be determined as the reported event did not specify a specific failure against the device. The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. As both the material number and lot number is unknown; the associated labeling could not be determined for review. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the device was not returned.